Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ anesthesia station es, station had an auto reboot during an operation. Seemed to have blue screened but staff unsure. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-feb-20251 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station rebooted automatically during the operation. The technical support specialist (tss) dialed into the station and reviewed the event viewer logs, which did not show any event ID related to a system reboot. Based on monitoring through the logs and event viewer, the station did not perform an auto restart after the windows update was fully installed. Further review confirmed that no additional auto restart entries were detected. The tss communicated these findings to the customer, who then updated the case for closure. The system functioned as intended after the technical support specialist inspected the device.

Event description:
It was reported when using the bd pyxis¿ anesthesia station es, station had an auto reboot during an operation. Seemed to have blue screened but staff unsure. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.